Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg was superficial and was not optimally placed. X-rays were taken and the physician confirmed that the ipg tilted. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.